Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
It was reported that the patient was done at the va. There were no notes determining what size stem was used, but it was a corail kho that was removed just couldn¿t determine what actual size kho was used. The liner was not removed, and the metal femoral was reused during this procedure. The stem was removed because of subsidence. It was also indicated that there was loosening of the stem at the bone to implant interface. Doi: (B)(6) 2009; dor: (B)(6) 2019; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.